Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation confirmed the customer¿s allegation. The likely caused could not be established, which indicates the investigation findings do not lead to a clear conclusion and therefore, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that due to a clogged balloon water tube, foreign objects come out of distal end. There were no reports of patient involvement.